Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the display on the insulin pump went blank. Blood glucose value was 10.0 mmol/l. It was stated that the display was blank for over an hour and then it turned on, started counting down and turned off again. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was then instructed to remove the battery for 2 hours and call back if the display does not return. The customer called back later and reported that the display did not return after the two hour reset. Blood glucose value was 3.3 mmol/l. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.